Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (ess205) (batch no. 624107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2000). Concomitant products included piroxicam (paxil) from 2004 to 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("bladder/urinary problems: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced fatigue ("fatigue/tired"), mood altered ("moody"), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), 5 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping bilateral). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, fatigue and mood altered had resolved and the urinary tract infection, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood altered, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding, bladder/urinary problems: uti. Date of insertion on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in a 39-year-old female patient who had essure (ess205) (batch no. 624107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2000). Concomitant products included piroxicam (paxil) from 2004 to 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("bladder/urinary problems: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced fatigue ("fatigue/tired"), mood altered ("moody"), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), 5 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abscess ("abscess"). The patient was treated with surgery (hyst. (Full),salping bilateral). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, fatigue and mood altered had resolved and the urinary tract infection, depression, anxiety, vaginal discharge and abscess outcome was unknown. The reporter considered abdominal pain, abscess, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood altered, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding, bladder/urinary problems: uti. Date of insertion (B)(6) 2007 discrepancy noted in date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue and menorrhagia. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff fact sheet received. New event abscess was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in a 39-year-old female patient who had essure (ess205) (batch no. 624107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2000). Concomitant products included piroxicam (paxil) from 2004 to 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("bladder/urinary problems: uti") and dyspareunia ("dyspareunia painful sexual intercourse"). In 2010, the patient experienced fatigue ("fatigue/tired"), mood altered ("moody"), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea cramping") and vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"). On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding general"), 5 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abscess ("abscess"). The patient was treated with surgery (hyst. (Full),salping bilateral). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, fatigue and mood altered had resolved and the urinary tract infection, depression, anxiety, vaginal discharge and abscess outcome was unknown. The reporter considered abdominal pain, abscess, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood altered, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding, bladder/urinary problems: uti. Date of insertion (B)(6) 2007. Discrepancy noted in date of removal-06-jun-2015 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue and menorrhagia. Lot number: 624107, manufacturing date: 2007/04, & expiration date: 2009/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hyst. (Full), salping bilateral). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and urinary tract infection to be related to essure (ess205). The reporter commented: she received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding, bladder/urinary problems: uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event injury was replaced by dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding, bladder/urinary problems: uti were added. Suspect drug coding, start and stop date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (ess205) (batch no. 624107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2000). Concomitant products included piroxicam (paxil) from 2004 to 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("bladder/urinary problems: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced fatigue ("fatigue/tired"), mood altered ("moody"), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), 5 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping bilateral). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, fatigue and mood altered had resolved and the urinary tract infection, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood altered, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding, bladder/urinary problems: uti. Date of insertion (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: test bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue and menorrhagia. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. Lot number added. New events were added: abnormal bleeding (vaginal, menorrhagia), fatigue/tired, moody, depression, anxiety, vaginal discharge and abnormal bleeding (general). Onset date of events dysmennorhea (cramping), menorrhagia, urinary tract infection and dyspareunia (painful sexual intercourse) were added. Reporter information, medical history, concomitant drug and lab data were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.